Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the insufflation unit's buttons on the control panel do not work. The issue occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9. Additional information: b5, d8, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the panel and air flow could not be controlled due to a faulty printed circuit board. However, a conclusive root cause was not determined. Olympus will continue to monitor field performance for this device.

Event description:
The laparoscopic appendectomy was delayed by 10-15 minutes to perform troubleshooting. The insufflator was put on high flow but stopped and alarmed for high abdominal pressure. There were attempts to turn it off but it was locked. The procedure was completed with the same device.